Event description:
It was originally reported that the device shows an overpressure. Follow-up investigation: the pump was used on a young patient who was having an acl reconstruction. During the procedure the pump suddenly began to run faster and emptied a 3 liter bag of fluid into the knee. The pump was stopped and they proceeded to start it again but the problem continued. The tubing was changed but that did not make a difference. The procedure was continued and a drainage cannula was inserted into the knee until the procedure was finished. The patients leg was swollen with fluid up to the thigh area. The leg was massaged post-op to try to disperse the fluid. The leg was still swollen when the patient entered overnight recovery but had dispersed by the following morning. There is no information available regarding the used tubing sets(info was not recorded). The tubing was run through pre-op, and the clamp test applied, there was no problem at that point. The patient went home the following day as planned. There was no issues with her discharge and the swelling had gone down by the time she was discharged.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The returned device was evaluated. The reported event (overpressure) could not be confirmed. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.